Event description:
During a rotator cuff repair utilizing the footprint ultra pk suture anchor, 4.5 it was reported that two devices broke intra-operatively. The surgeon used a 3.8mm awl dilator as hole prep on normal bone quality. As the surgeon was using mallet during insertion, the anchor started to buckle and then broke during insertion. The same hole was able to be used. The device appeared to be inserted off-axis and had migrated into a microfracture picked awl hole. The broken anchors were removed with grasper and joint flushing. The case was completed with a back up device swivel loc anchor.

Manufacturer narrative:
Method: product not returned for the evaluation. Evaluation was not possible, as the devices will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).